Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.6 checking the function in combination with related equipment". "[Inspection of endoscopic images] check whether 3d images are displayed normally in normal light observation or nbi observation. 1 before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. 2 put on the 3d glasses supplied with the 3d monitor. 3 observe the palm, etc. Using normal light observation images and nbi observation images. 4 confirm that the illumination light is emitted. 5 adjust the light intensity to obtain an appropriate brightness. 6 remove the 3d glasses and check that the two images displayed on the 3d monitor are not vertically displaced. 7 put on the 3d glasses again. 8 while observing the 3d image, close the left and right eyes alternately and confirm that there is no difference in color or brightness between the left and right images. 9 while observing the 3d image, touch the object with forceps or the like to confirm that there is no discomfort in the sense of depth. 10 confirm that there is no noise, blur, cloudiness, or other abnormalities in the 3d image during normal light observation and nbi observation. 11 operate the angle lever of the endoscope to bend the curved part. 12 confirm that the 3d image does not momentarily disappear during normal light observation and nbi observation."" Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿image flickering" was confirmed. The following findings were noted during device evaluation: due to damage on charged coupled device ccd unit, a noise image occurs, because electrical contact of video connector is shaved, a noise image occurs, due to damage on ccd unit, the image is not displayed, due to a scratch on electrical contact of video connector, the image is not displayed, bending section has a scratch, adhesive on bending section has a chip, several scratches throughout the device, and due to damage on ccd unit, the image has white dots. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported endoeye flex 3d deflectable videoscope had image flickering, upon inspection and evaluation, no image. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.